Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device was leak tested, and no leakage was present. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. The evaluation revealed the following findings: light cover glasses was chipped; light cover glasses adhesive was worn; optical cover glass adhesive was worn; distal end cap had burn marks evident; distal end adhesive was worn; insertion tube was stained; insertion tube had minor marks evident; control body - side cover was worn; up/down/left/right angulation was not to specification; up/down brake was not holding; electrical safety test was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus processing engineer reported (on behalf of the customer) the evis lucera elite colonovideoscope exhibited an issue with insufflation. The issue was found during routine maintenance, and there was no procedural impact or patient harm associated with the event. During testing and inspection of the returned device, foreign debris was found protruding from the air/water nozzle, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.